Manufacturer narrative:
The patient's age was reported to be in their 60s. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by increase in c-reactive protein. The cause of peritonitis was not reported. A day before the time of this report, the patient was hospitalized for the event. On an unspecified date, the patient began treatment with an unspecified antibiotic therapy (dose, route, duration and frequency not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information was available.